Manufacturer narrative:
Investigation result of the needle detaching. Visual examination of the returned device found the needle to be partially retracted when received. The needle was also bent from the distal end and was kinked at the distal end of the handle. When the handle was actuated, the needle was difficult to extend and retract. Additionally, a piece of black material was found to be stuck between the needle and the stylet. Further evaluation found the sheath to be damaged and the inner wall at the tip was scraped. Moreover, the tip of the needle was found to be broken. The evaluation concluded that the condition of the returned unit was consistent with the complaint incident that the needle was difficult to extend and retract, and sheath was damaged. Most likely, the needle was kinked at the handle and was bent at the distal end due to some operational and/or anatomical factors encountered during the procedure. With the needle bent near the distal tip, the needle would extend in an angle where the needle tip could catch the inner wall of the sheath. Continued effort to extend the needle would cause scraping the inner wall of the sheath and breaking of the needle tip. Therefore, the most probable root cause classification for the reported failure ¿operational context¿. The device history record review found the device met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that an expect¿ device was used during an endoscopic ultrasound with punch procedure performed on (B)(6) 2015. According to the complainant, during introduction, the device was difficult to extend and retract. The device was removed and a fragment of plastic from the lumen was found on the distal tip. The procedure was completed with another expect¿ device. No visible damage to the device and its packaging was noticed prior to use. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ¿stable." This event has been deemed a reportable event based on the investigation results; needle tip detached.